Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a pancreatectomy, on the first firing after cutting the cut button stuck. It is unknown if the device was stuck on tissue. Case completed with another device of the same product code. There were no patient consequences reported.